Event description:
Information was received from a patient receiving intrathecal bupivacaine and dilaudid via an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they were with a contract pain clinic. The patient wanted to know if there were any doctors closer to them that service pain pumps. The agent emailed physician listings to patient. The patient mentioned they were in torturous pain. The patient stated they had about 4 inches of the nerve center down there that was totally encased in scar tissue and for years it had been blocked against the epidural space so nothing had moved. The patient stated that when they moved, it slid up against the nerve from the bone/arthritis where it was fused and it still was tolerable up until about october and it had been getting worse since then. The patient was in the process of getting a myelogram done to look at it but the health care provider (hcp) said it was inoperable at the moment and the medication increases had not helped. The agent reviewed home infusion services and emailed medtronic reps in the area. The patient was redirected to their healthcare provider to further address the issue .

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2008; UDI: (B)(4); ubd:2010-01-09 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.